Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below examples for review. Date time sg value bg value a. (B)(6) 2025 12:14 pm bgm 0115 - cgm 49, b. (B)(6) 2025 3:08 pm bgm 123 - cgm low, c. (B)(6) 2025 6:18 pm bgm 221 - cgm low, d. (B)(6) 2025 8:22 pm bgm 161 cgm low. The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. However, the sensor was not returned to senseonics. A further review of the in-vivo raw sensor data showed optical instability around the time-frame of the reported inaccuracies. This most likely contributed to the observed inaccuracies. B4.date of this report 12 nov 2025. G3.date received by the manufacturer? 12 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121,4111. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.